Manufacturer narrative:
(B)(4). Date of birth - it is reported that the patient was born in (B)(6). (B)(4). Concomitant devices - cmn femoral nail catalog #: 47249332210 lot #: 2895429, zimmer natural nail cmn lag screw catalog #: 47248509010 lot #: 2866006, zimmer natural nail 5.0 mm diameter cortical screw red - fixed angle catalog #: 47248403550 lot #: 63599285. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has yet to be determined whether the implants will be made available for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 2 of 4 mdrs filed for the same patient (reference 0001822565-2017-04524 and 0009613350-2017-00833 / 00834).

Event description:
It is reported that the patient's right leg was treated without surgical complication with zimmer natural nail fixation devices following a fall the patient experienced the same day. Subsequently, a clostridium perfringens infection was detected in the patient two days later that required amputation of the leg. The patient died the next day. An autopsy has not yet been released with source of the infection. The surgeon does not allege any deficiencies against the devices and stated that the infection was probably not caused by the devices themselves. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.